Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer cannot upload data to carelink from minimed mobile app (iphone 15 pro max, ios 18.4, app version 2.8.0). "An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on iphone 16e (ios 18.3.1) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504, version e. After conducting a thorough investigation, we have identified that the user had a gap for periodic uploads for 2 days. The most likely reason for the reported behaviour could be: - the device running the mmm application did not have an internet connection. - the device running the mmm application had no data to report. - outages on the cl side. Issue was unknown. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no data from minimed mobile application to carelink and carelink connect to application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.